Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3587, serial# (B)(4), implanted: (B)(6) 1987, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that they had never had a device or piece of equipment that is broken. The patient stated that the therapy was working for them. The patient stated that the healthcare provider (hcp) did not "tie down" the ins at implant and it came loose. The patient noticed that the ins was moving and the patient was not getting a connection with the programmer. The healthcare provider (hcp) removed the ins and left the leads in place. The patient is not sure why they took the ins out and didn't just tack it down. The issue was resolved through removing the device. The patient stated that they had no idea how it came loose, the patient thinks it is due to the implant. The patient doesn't think that the ins broke. The patient reported that when they turned on the stimulator it hurt their stomach. The patient stated that it was after their first implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3587, serial/lot #: (B)(4), non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her device was from the 80s and used for her brain. The patient reported that it was good until it broke on her chest. The patient reported that the thing came loose. The patient reported that they ended up taking it out and cutting the wire in the back of her head and everything was still in her brain. No further complications were reported.